Manufacturer narrative:
Retainer ring = clear . Customer hospitalization reported on (B)(6) 2021, for high and low blood glucose levels and insulin flow blocked alarm. Customer reports there is a crack on the back below the battery case and damage to the retainer ring. Customer also alleges insulin pump generated insulin pump error 63 while performing self test. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and device accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm during testing. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found two insulin flow blocked alarm on event date of (B)(6) 2021, at 13:16:24 during bolus delivery and 17:48:00 during basal delivery. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. However, insulin pump error 63 alarm confirmed in the insulin pump history (variableinfo=3). Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at pin 6 on the keypad assembly. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specification range during testing (22.1 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with cracked retainer, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Insulin pump was returned with allegations of error 63 during self-test and for damages to the insulin pump. Test analysis indicates insulin pump error 63 is confirmed. While no error 63 encountered during testing, error 63 found in insulin pump history. Error generated due to broken trace at pin 6. Damage (physical or cosmetic) is confirmed. Damages to the insulin pump are documented above. Customer alleged for insulin flow blocked alarm was not confirmed. Unable to verify customer complaint for high blood glucose and low blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. Thus and carelink software was utilized and downloaded trace/history files properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. However, pump error 63 alarm confirmed in the device history (variableinfo=3). Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at pin 6 on the keypad assembly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (22.1 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In conclusion, pump error 63 alarm confirmed in the device history (variableinfo=3) due to broken trace at pin 6. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was over 600 mg/dl. Customer's current blood glucose level was 151 mg/dl. Customer also experienced low blood glucose. Customer was treated in emergency room visit with 10 unit insulin and saline solution. Customer treated high blood glucose with manual injection. Customer was using insulin pump within 48 hours of high blood glucose event. Insulin pump was not been used on auto mode. Insulin pump had crack below the battery case. Insulin pump had pump error alarm which customer was able to clear and rewind the insulin pump. The insulin pump will be returned for analysis.